Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the event occurred during preventive maintenance testing. Updated a1, h6: health effects

Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection of the device was unknown. No photographic/ diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was unable to be duplicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump was overinfusing. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump was overinfusing. It is unknown if there was patient involvement, no adverse patient effects were reported.